Event description:
It was reported a pericardial effusion occurred. A left atrial appendage closure (laac) procedure was being performed. A baseline effusion was noted prior to the procedure. A watchman trusteer access system (was) and a 35mm watchman flx pro laa closure device & delivery system (wds) was selected for use. The wds was advanced and deployed. It was noted that implanting physician recaptured closure device and then advanced forward quickly while device was not in a flex (flx) ball shape. As the case progressed the automatic blood pressure cuff was having difficulty obtaining a pressure. As staff worked to get a blood pressure, position, anchor, size and seal (pass) was met and the closure device released. The patient was awake and talking at this point. A post procedure effusion check was completed and showed that the effusion had increased approximately three (3) times size of pre-baseline effusion. The first blood pressure was obtained: 138/114 as patient was prepped for pericardial tap, the lowest reading was 94/64. Approximately 250cc of bright red blood was removed and re-transfused. Post procedure pressure reading was 113/61. The patient was admitted to the hospital post implant for recovery. There were no further complications, and the patient was then discharged home.